Event description:
It was reported that a device was removed so a patient could have an MRI. During the explant procedure, the lead was damaged. The lead was broken and the electrodes and tines were abandoned and left in the patient. The patient was doing fine and was waiting for an MRI.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0564190v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014,product type: extension. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).